Event description:
It was reported that a spectrum pump has an intermittent door sensor. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed the reported symptom of an intermittent door sensor. The force required to secure the door was found to be high. The door hooks were replaced.